Manufacturer narrative:
The explanted ipg was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was mentioned that the ipg was implanted too deep. The patient underwent an ipg replacement procedure and was doing well postoperatively.